Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit failed battery run test at 80 minutes. There was no patient involvement. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during repair service, the cs300 intra-aortic balloon pump (iabp) had an issue with the main batteries' runtime, failed battery run test at 80 minutes. The getinge field service engineer reproduced an issue and he replaced batteries and discovered faulty purge assembly while completing pumping checks so he replaced purge assembly as well. Device passed all performance and safety tests according to factory specifications and was returned to customer and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Installed the. Purge valve assembly into the cs 300 test fixture and tested the purge valve assembly to factory specifications per the cs300 service manual. The failure analysis and testing dept. Could not replicate the failure experienced by the customer of a faulty purge valve assembly. The purge valve assembly passed testing. Retaining the purge valve assembly in the fat per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer reproduced an issue and he replaced batteries (d146-00-0039) and discovered faulty purge assembly while completing pumping checks so he replaced purge assembly (d104-00-0026) as well. Device passed all performance and safety tests according to factory specifications and was returned to customer and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Installed the part number 0104-00-0026 purge valve assembly serial number (B)(6) into the cs 300 test fixture serial number (B)(6) and tested the purge valve assembly to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The failure analysis and testing dept. Proceeded to perform the safety disk leak which performs three separate leak tests on k3 and k5, the purge solenoids. All tests passed well within factory specifications. The failure analysis and testing dept. Could not replicate the failure experienced by the customer of a faulty purge valve assembly. The purge valve assembly passed testing. Retaining the purge valve assembly in the fat per procedure number (B)(6) rev.an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a